Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after 24-36 hours of use the balloon was deflating. No adverse health outcome resulted from this event.

Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection did not reveal any obvious defects. Cuff was inflated with 16 cc of air using a syringe to check the inflation behavior. The cuff inflated normally and held the air injected without any obvious sign of deflation or leakage. The deflation was also found to operate normal. System leak test was carried out by inflating the cuff with 20 cc of air and the entire device submerged under water. No leaks were detected. The device was found to be working as expecting during all testing. Unable to duplicate the reported issue.